Event description:
A report was rec'd that a pt had an injection at the midline incision. The pt experienced redness, swelling, tenderness, and was treated with IV antibiotics. The physician reported that the infection was procedure related. The pt's precision system was explanted, because the infection reoccurred with symptoms of redness, swelling, and inflammation. The pt was treated with IV antibiotics and is reportedly doing well.